Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b1, h3. The following sections were corrected: b3: event date does not apply.

Event description:
It was reported that a female patient, initial right hip implanted in (B)(6) 2017, who was revised in (B)(6) 2024, stated she had hip replacement surgery, which caused complications in her legs. The party further stated they are now having difficulty walking due to defective products. Other surgical or medical treatment details provided indicates "another hip replacement" no further details known. (B)(6) 2024 revision reported under MDR#1038671-2024-03159.

Manufacturer narrative:
D10: concomitants: 188-01-04 - wedge plasma x/o sz 4 4178597. 180-65-30 - alteon 6.5mm screw, 30mm 4667809. 101-05-20 - 3.2mm drill bit 20mm 1pk 4782114. 186-01-48 - integrip cc, cluster 48mm, g1 4834922. 142-32-93 - cocr fem head 32mm -3.5 offset 12/14 4975337. 140-32-51 - nv ehxl ntrl lnr g1 32mm 6073090.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, e1, e2, g2 and h6 - (component code, type of investigation, investigation findings and investigation conclusion). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.